Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged so the balloons would not remain inflated and hold pressure. Staff used bone wax to keep the valves closed and the procedure was completed using the same device. The hospital did not report any patient complications. Since it is unknown the date of event(s), the quantity used in each event and the product lots numbers, all three will be tracked under one case. This report is for the third device.